Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) defib conductor distorted; the full lead was returned for analysis. The lead was damaged at implant and the inner tubing was kinked/buckled.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the removal of the lead from the box, the physician noted separation of the high voltage coils near the distal end of the distal coil. The lead was not used and was never attempted to be implanted. No patient complications have been reported as a result of this event.